Event description:
The neuro ICU nurse and the neurosurgeon both reported the reading for the intracranial pressure was too high. The mercury was overshooting by 50 and didn't correlate with regular catheter. The hosp threw the ventrix catheter away. No return is expected. No injury was reported.